Event description:
Boston scientific received information that this lead displayed an increased pacing impedance measurement from 500 ohms to 1,500 ohms during a three month period. Recently, during an unrelated device surgical procedure, 20 seconds of asystole was observed while the magnet was placed over the device. A revision procedure was performed and the chronic rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.